Event description:
It was reported that a user of the ilet experienced persistent hyperglycemia with glucose levels around 200 mg/dl that rose and remained elevated after meals, followed by larger-than-usual corrective insulin doses that later resulted in hypoglycemia; no delivery alarms occurred, and the user reported no leakage, cold or wet infusion site, or visible bleeding when changing tubing. Symptoms included hyperglycemia and subsequent hypoglycemia. Outcomes included user self-treatment of hypoglycemia with oral carbohydrates and no hospitalization. Investigation included product technical support review of recent glucose and dosing trends, user-led troubleshooting, and education with assignment for additional training. Investigation of this case revealed no device alarms and a potential site absorption issue, with improvement actions to relocate the infusion site to an area with historically better response. It was concluded that the cause of the hyperglycemia was unclear, with user counseling provided regarding site rotation and follow-up planned. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
"This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence"